Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that capacitor charge time limit was being reached. An in-clinic test revealed charge time limit reached as well and a popping sound from the device was noted. The device was explanted and replaced. The patient was stable post-procedure.